Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. One qn ((B)(4) brinkle seal) was initiated on the build of this lot that could impact the outcome of the quality of the product relevant to the reported defect. Received two iag bc 16ga units from catalog number 381054; lot number 7076862 and lot number 6229741. Both packages were partially opened, but this is the basis of the complaint. Two photos were submitted for review: photo one displayed four partially opened packages; two 16ga, one 22ga and one 24ga, photo two displayed the same as photo one. Visual/microscopic evaluation: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned units that was partially open at the top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Photos: based on the evaluation of the submitted photos; the photos displayed the top of the blister pack was partially opened. Which is the same finding as that of the evaluation of the returned unit. Bd supplier oliver-tolas uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the oliver-tolas material or adhesive application is the root cause. CAPA#48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that before use of the bd insyte autoguard bc the integrity of sterile packaging of catheters is not conform. The packages are all open on the top.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte autoguard bc the integrity of sterile packaging of catheters is not conform. The packages are all open on the top.